Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device check, the incision site had an odor and superficial greenish discharge indicating an infection of the surgical incision site. The infection occurred four weeks after the implant of a cardiac resynchronization therapy defibrillator (crt-d) with an absorbable envelope. The patient was given antibiotics and the device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.